Event description:
It was reported that the patient experienced tenderness and a "pinching" pain in the scrotum when he tried to pump up an inflatable penile prosthesis (ipp). A replacement surgery was performed in which an ipp was changed for a new spectra penile prosthesis (spp). No information was provided about the patient's outcome. It was also stated that there is no further information available. Should additional information become available, it will be provided.